Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid lad. Pt was symptomatic/free of symptoms at 30 day follow up and 6 month follow up. A sudden death is reported to have occurred approx 9 months following index procedure. Investigator has indicated that it is not assessable if event was related to the study stent.

Manufacturer narrative:
(B) (4). H6: eval results - (death).